Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon suturing the right ventricular (rv) lead, the patient experienced some premature ventricular contractions (pvcs). It was noted that the rv lead was dislodged, which was confirmed via chest x-ray. Repositioning of the rv lead was performed, but the issue persisted. The rv lead was removed, and insulation damage was observed via visual examination. The rv lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and insulation damage. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of insulation damage was not confirmed. No lead anomalies were found.